Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress cov-2/flu/rsv plus tested on the genexpert instrument. Patient was symptomatic at the time of sample collection. Sample 1 was collected from the patient on (B)(6) 2021 using an off-label mid-turbinate swab. The sample was processed per package insert and tested using xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive (reported to physician). The sample was processed per package insert and retested on the same day using xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative (not reported to physician). A second sample was collected from the patient on the same day using an off-label mid-turbinate swab. The sample was processed per package insert and tested using xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative (reported to physician). As the patient was conitnuing to show symptoms, a third sample was collected from the patient on (B)(6) 2022 using an off-label mid-turbinate swab. The sample was processed per package insert and tested using xpert cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress cov-2/flu/rsv plus tested on the genexpert instrument. Patient was symptomatic at the time of sample collection. Sample 1 was collected from the patient on (B)(6) 2021 using an off-label mid-turbinate swab. The sample was processed per package insert and tested using xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive (reported to physician). The sample was processed per package insert and retested on the same day using xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative (not reported to physician). A second sample was collected from the patient on the same day using an off-label mid-turbinate swab. The sample was processed per package insert and tested using xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative (reported to physician). As the patient was conitnuing to show symptoms, a third sample was collected from the patient on (B)(6) 2022 using an off-label mid-turbinate swab. The sample was processed per package insert and tested using xpert cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). Review of the data provided by the customer indicated a weak positive with a late cycle threshold value. Pcr curves were found to be normal with no indication of product malfunction. The likely root cause was target near limit of detection or near cut-off. There was no known impact to patient. As per the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information."